Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified no similar incidents reported from this lot. Based on the available information, a cause for the reported leak/splash could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report leak. It was reported that during preparation of a steerable guide catheter (sgc), the column would not hold fluid. Preparation was attempted two times, but each time the column would not hold fluid. The sgc was not used in the patient and the procedure continued with a new sgc. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.